Manufacturer narrative:
Received only a 3 way catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the balloon was inflated and found concentricity to be 70:30. It was then inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. There was no indication that this product was out of specification; the product was manufactured per the manufacturing procedure. Therefore, the reported event was unable to be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body with an inflated balloon a day after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body with an inflated balloon a day after placement.